Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. As well, the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
On (B)(6) 2016: it was further reported that the lead was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing and short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.